Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the backup due to event over flow event was sensed by the device, leading to reset issue.

Event description:
It was reported that the patient experienced discomfort due to phrenic nerve stimulation (pns). The device was found to be in backup vvi (bvvi) mode resulting in the pns. Abbott technical support was contacted and the cause of the bvvi mode was found to be due to event queue overflow related reset. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.